Event description:
Additional information was received from a patient. It was reported the patient had been to their healthcare provider (hcp) twice a week since their surgery (B)(6) 2016, they still had old blood draining and swelling at the implant site. The circumstances that led to the previously reported symptoms was when the stimulation was too high they got shocked. No information regarding steps taken to resolve the issue was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported shocking and an uncomfortable stimulation. The night prior to the call, which was the same day of implant, the patient suddenly felt stimulation at the edge of her vagina and down her right leg. She tried to turn stimulation down but received a shock while trying to turn it down. It was indicated the patient was able to turn stimulator down and felt relief from the shocking sensation and uncomfortable stimulation. There was terrible bleeding at the implantable neurostimulator (ins) site, and the doctor had to add 5 extra stitches to stop bleeding at the ins site. The patient noted it felt like the ins was protruding from the site since implant. The patient's indication for use was gastrointestinal/pelvic floor.

Event description:
Additional information was received from a patient. It was reported that on the day of implant the patient had to go back to the healthcare provider (hcp) due to profuse bleeding; the hcp had put in ten "incisions" (reasonably meaning stitches) to stop the bleeding. The patient also reported there had been a hump at the implantable neurostimulator (ins) site, which the nurse had stated would go away after three months, but it was still present. The patient also mentioned that about a month after implant they had noticed a knot on their spine that felt like a wire. The patient was to follow up with their hcp.

Manufacturer narrative:
Product ID: 3889-28, lot# va0wsew, implanted: (B)(6) 2016, product type: lead. Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the leads and implant kept coming to the top of the skin and they were able to hold the lead in their fingers just under the skin. They reported that it has been implanted or revised three times. It was near the skin, shallow, and protruding for well over a year. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0wsew, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that their ins was on top of their skin. They also reported that there was no therapeutic effect since they were implanted. After the bleeding had stopped, the patient didn't have any change of symptoms. They noted that they were going in to surgery on the day of the report to apparently move the ins and the lead, but they inquired about having the devices removed instead. They were going to follow up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.